Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the response of the display screen and the stylus touch-pen of the programmer were off by several inches; the programmer was unable to be used. The programmer has been returned for repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchpen on the programmer was not working and it was too inaccurate to reach the calibration tool. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the response of the display screen and the stylus of the programmer were off by several inches. It was also found that the power cord insulation was pulling back, but functional. Furthermore, the media bay door was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.